Event description:
It was reported that, the patient Hospitalized due to Diabetic ketoacidosis, hyperglycemia and treated with manual insulin in hospital on (b)(6)2026.

Manufacturer narrative:
E1 Patient city: (b)(6)Patient Country: CanadaName: Medtronic MinimedCountry: United States of AmericaStreet: 18000 Devonshire StreetCity: NorthridgeState, Province or Territory: CA Post office or Zip Code: 91325Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380